Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) battery compartment issue. There is no indication of an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 3/7/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings:.pump was returned with the battery compartment cracked starting at the threads to the left side of grip pad down to the seal. Dim display- letters have a red hue.